Event description:
Clinical trial. It was reported that nine days following a coronary artery drug eluting stenting procedure the patient developed a stent thrombosis. The patient presented for treatment at the time of the index procedure with an acute myocardial infarction. The target lesion was located in the de novo, proximal lad (left anterior descending) with 100% stenosis measuring 2.75x30mm. Treatment consisted of predilation and placement of a 2.75x32mm taxus express2 drug eluting stent resulting in 5% residual stenosis. The patient presented nine days following the index procedure to another hospital with chest pain. ECG showed new elevations, the patient was diagnosed with a reinfarction and referred back to the study center. Diagnostic angiogram showed a stent thrombosis in the lad. The target lesion was again treated with an unknown stent. The event was reported to be resolved. The investigator assessed this event as definitively related to the study device.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this event is anticipated procedural complication.